Event description:
By report from the or: stapler was opened for case, patient unknown, item not used on patient due to malfunction. Stapler description: covidien endo gia ultra universal stapler # egiaustnd. Malfunction description: "won't fire, can't take or change reload".